Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements. An automatic lead safety switch (lss) was noted, and noisy signals were observed on the bipolar configuration. Technical services (ts) suspected a potential lead fracture and provided reprogramming recommendations as well as to evaluate a lead replacement. No adverse patient effects were reported. This rv lead remains in service.